Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) decontaminated the analyzer, found a clogged sample probe and replaced it, and performed a performance check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2, alb2 albumin gen.2, and tp2 total protein gen.2 results for 4 patient samples on a cobas c 503 analytical unit. This medwatch will cover ca2. Refer to medwatch with a1 patient identifier (B)(6) for information on the albumin results and medwatch with a1 patient identifier (B)(6) for information on the total protein results. The customer questioned the initial low results which prompted them to repeat the patient samples. For sample 1, the initial ca2 result was 6.7 mg/dl. The repeat result was 8.2 mg/dl. For sample 2, the initial ca2 result was 5.7 mg/dl. The sample was repeated after cycling the water system power and the repeat results were 5.8 mg/dl and 8.3 mg/dl. The sample was repeated again and the result was 6.8 mg/dl. Clarification on if the result of 6.8 mg/dl was obtained before or after cycling the water power system was requested but not provided. For sample 3, the initial ca2 result was 6.9 mg/dl and the initial albumin result was 0.4 g/dl. The repeat ca2 result was 5.19 mg/dl and the repeat albumin result was 1.39 g/dl. For sample 4, the initial albumin result was 1.68 g/dl and the initial total protein result was <0.02 g/dl. The repeat albumin result was 3.82 g/dl and the repeat total protein results were 0.4 g/dl and 6.49 g/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The field service engineer (fse) decontaminated the analyzer, replaced the sample probe, and performed a 21 cup precision test. The customer performed calibration and qc successfully. The investigation is ongoing.